Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became superficial. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted and replaced (reference 3006705815-2019-01686 and 3006705815-2019-01685 for lead migration issue).